Event description:
It was reported that patient experienced hypotension and wire coating peeled off. The target lesion was located in a coronary artery. After advancing the 300cm marvel guidewire, a 3.00 x 20mm synergy ii drug-eluting stent was advanced for treatment. However, the patient experienced low blood pressure. The stent was removed and the wire was repositioned. It was then noticed that the stent was unable to advance over the wire and the tip was dragging the coating material off the wire. The procedure was completed with a different device and no further patient complications were reported.